Event description:
It was reported that difficulty was encountered when trying to insert the acetabular liner into the shell. The liner was not locking into the locking mechanism and was easily coming out. The shell was removed and a cemented cup was used to complete the procedure. A one hour delay was incurred.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.